Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10976r37, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed an infection at the pump site. It was unknown if any interventions were to be taken. No device malfunction was alleged. Patient outcome was unknown. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.